Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Oversensing led to the delivery of inappropriate high voltage therapy. The device was deactivated and no further intervention was performed due to patient condition. The patient was stable.